Manufacturer narrative:
Batch review performed on (B)(6) 2020 lot 185114: 25 items manufactured and released on (B)(6) 2018. Expiration date: 2023-08-30. No anomalies found related to reported problems. To date, 7 items of the same lot have been already sold without any other similar reported event related to unscrewing or intra-prosthetic dislocation. Clinical evaluation few months after tka, presumably a revision tka, an intra-prosthetic dislocation occurs and requires re-operation to apply a new tibial insert. Subsequent to the second operation, the patient got an infection, whose outcome is not known. The cause of the intraprosthetic dislocation is unknown. According to report, the safety screw is found loose in the joint. In our experience, one cause for self-unscrewing of these screws is insufficient tightening torque applied at the time of surgery, but we cannot state that this was the cause in this specific case. Though very unusual, it is possible that the absence of the safety screw allowed the insert to dislocate from the tibial baseplate, perhaps in a challenging movement made by the patient. Another possibility for the intraprosthetic dislocation is that the insert was not fully clipped at index surgery, but of course we have no evidence of this either. In this condition, full tightening of the safety screw is not possible.

Event description:
The patient came in for a post-op appointment reporting clicking noise into the left joint, 3 months and 20 days after the primary surgery. The x-rays analysis revealed an intra-prosthetic dislocation of the inlay from the tibial baseplate and the inlay locking screw loosened. The inlay and the locking screw have been revised successfully. 3 days after the revision surgery ((B)(6) 2019) the patient's knee got infected (staphylococcus capitis). The surgeon did an I&d and no implant has been revised at that time.

Manufacturer narrative:
Batch review performed on 01 october 2019: lot 185114: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The screw of the sc inlay has loose. The surgeon has used the torque limiter to fix the screw. Revision was performed 3 months and 20 days after primary. The surgery was completed successfully.